Event description:
It was reported the pt was not getting stimulation coverage to her left leg and reprogramming was unable to resolve the issue. X-rays revealed the lead had migrated slightly to the right. It was reported surgical intervention will most likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.